Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the manufacturer's service center, the device failed a positive flow verification test step. The service technician states that the device was recalibrated in order to resolve the failure. The device was retested and passed all testing.